Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The incident occurred five to ten minutes after the start of treatment. The blood leak was confirmed to be visually observed within the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and the result was negative. The cn said the strip was not expired. They did not attempt to verify the result by using an additional test strip. Upon close inspection of the dialyzer, there appeared to be broken fibers that were loose and wiggling around. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was stopped. The patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The treatment was not completed as the patient declined further treatment. The sample was not available to be returned for evaluation as it was reportedly discarded. However, photos of the device were provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, two photographs of the device were provided by the clinic. The first photo shows the label on the dialyzer from the reported catalog and lot number. There was blood throughout the dialyzer and a small amount on the label (presumably from disconnecting the setup). The dialyzer was being held over a biohazard bin. The second photo shows part of the dialyzer with blood on the label and within the dialyzer around the outside of the fibers. There appears to be a fiber fragment and one fiber that is positioned diagonally (unknown if this is also a fragment) within the bell of the housing. No other damage was visible. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak is confirmed due to a potted fiber fragment that was visible in one of the photos provided. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The incident occurred five to ten minutes after the start of treatment. The blood leak was confirmed to be visually observed within the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and the result was negative. The cn said the strip was not expired. They did not attempt to verify the result by using an additional test strip. Upon close inspection of the dialyzer, there appeared to be broken fibers that were loose and wiggling around. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was stopped. The patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The treatment was not completed as the patient declined further treatment. The sample was not available to be returned for evaluation as it was reportedly discarded. However, photos of the device were provided for review.